Manufacturer narrative:
Additional information received indicated that the reported event was related to the right ventricular (rv) lead and not the right atrial (ra) lead tied to this report. The rv lead report has been captured under report number 2124215-2020-04000.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. No additional adverse patient effects were reported. Additional information received indicated that the unknown product performance issue was with the right ventricular (rv) lead which was previously reported, and the ra lead had no reported malfunction or issue.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. No additional adverse patient effects were reported.